Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. During the procedure, extensions were added. The patient is doing well following the procedure.